Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gi procedure, the staples did not fire and form properly. There were no adverse consequences to the patient.